Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a failing internal battery had caused sudden power loss and restarts, as confirmed by the station powering off during the battery test. A sluggish power supply fan and a defective cubie were identified as contributing factors. A field service engineer replaced the battery and power supply, removed the faulty cubie, and rechecked all cables and sensors, with no visible damage found. The customer was advised to add an uninterrupted power supply and improve room ventilation as precautionary measures. After the repairs were completed, the system functioned as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shutting off on its own. The customer reported that the issue occurred while user was pulling medication from an open drawer. There were no delay, no adverse events or injuries reported based on this event.